Event description:
The patient underwent generator replacement. Attempts for additional information have been made but no additional or relevant information has been received to date. The explanted device has not been received to date.

Manufacturer narrative:
Adverse event or product problem, outcomes attributed to adverse event, type of reportable event; corrected data; initial report inadvertently submitted incorrect type of report.

Event description:
The generator was received for analysis.generator analysis was completed. The generator was replaced and returned due to low battery, ifi = yes. During analysis, the output signal was monitored for more than 24 hours while generator was placed in a simulated body temperature environment. The results showed the generator had no variations in signal output and was able to provide the expected level of output current for the entire period. The generator diagnostics were as expected for the programmed settings and an electrical evaluation showed that the generator performed according to functional specifications. The pa worksheet, available blc, and phd were reviewed and no anomalies were found. Bench interrogation with 4kohm load revealed an ok battery condition with 25-50% battery status. Data dump was reviewed and no anomalies were found.

Event description:
It was reported that a patient reported having an increase in seizures for the past week and having a ¿bad¿ seizure due to vns battery running low. Surgery is likely but has not occurred to date. No additional relevant data has been received to date.